Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, into an annulus that measured on the borderline for using a 26 mm and a 29 mm valve, attempts were made and would not position coaxially and was too deep at 12 mm left coronary cusp (lcc) vs 2 mm non-coronary cusp (ncc). The operators attempted twice to recapture and reposition. The decision was made to replace the 29 mm valve with a 26 mm valve. The 29 mm valve was kept in place in the annulus, fully functioning at 80% deployed while a new 26mm valve was prepped. While attempting a final recapture of the 29 mm valve to remove it for the smaller valve, the actuator handle on the delivery catheter system (dcs) broke into two pieces. The 29mm valve was 60% recaptured, still flared at the distal end and pivoting in the ascending aorta with each consecutive heartbeat when this occurred, thus placing the patient at an unduly high risk of aortic dissection. The physician had difficulty in manually reattaching the two parts of the actuator in order to fully recapture the 29 mm valve but did so successfully. The 26 mm valve was subsequently implanted successfully and the patient was stable. No adverse patient effects were reported.